Manufacturer narrative:
The investigation into automated impella controller (aic) - battery failure (red alarm) has been completed. The power data from lt logs shows that the battery 1 declined sharply to zero. The power fail circuit was triggered even without disengaging the battery transport switch confirming failure. The root cause for the battery failure alarm was a depleted battery kit. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-13980.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant had a hospital that had previously had a fire and now re-opened, the hospital found their automated impella controller to have a battery failure. There is no patient use yet at the facility and no harm or injury was possible.